Event description:
Blood backed into the sys 97 pump and the iab was removed. A second iab was inserted into the pt. The following was reported to datascope on 6/10/98: the iab leaked. There was no pt injury or complication as a result of the event on 5/6/98. It was reported that the pt did expire on 5/6/98. [Event complications]: none from the event-reported 5/7/98, 6/10/98. [Pt's current status]: expired-rpt'd 5/8/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plague during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).